Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The dispenser coil, introducer sheath and torque device used with guidewire was returned. Analysis of the returned device revealed that the guidewire was slightly bent at approximately 5.0cm from its distal end and the ptfe (polytetrafluoroethylene) coating was peeled/scraped off on several places along its proximal 43.0cm length from its proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet and/or the introducer. The guidewire was inspected after being soaked in water and the guidewire nitinol middle section revealed slight uneven swelling and the hydrophilic coating felt bumpy when wet. During functional evaluation, there was no resistance encountered during advancement of the guidewire through a demonstration microcatheter. Torquing movement was not smooth due to the bends observed on the guidewire. The ptfe coating appeared to be scraped off of the guidewire with an excessively tightened torque device; however, because the torque device was not returned with the guidewire, the cause of the ptfe peeling cannot be definitely determined.

Event description:
Analysis of the returned device noted that the polytetrafluoroethylene (ptfe) coating on the guidewire was scraped/ peeling. No consequences to the patient were reported.